Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an adverse event occurred. The patient inserted the sensor into the abdomen on (B)(6) 2019. On (B)(6) 2019 at 10:20 pm, the patient was at an exhibition and was not paying attention to her continuous glucose monitor (cgm). At 10:35 pm, the patient was found on the floor by her mother and was experiencing, light headedness, white lips, chest pain, shortness of breath, and a headache. It was indicated that the cgm had alerted that the sensor failed during this time. A blood glucose reading was taken, the patient's blood sugar was 33.3 mmol/l and the patient's mother immediately administered the patient with insulin. The paramedics were called and when they arrived at 10:45 pm, they transported the patient to the hospital where they were administered a drip and was released three hours later when their blood glucose was in normal range. At the time of contact, the patient was feeling fine. Data was provided for evaluation and the allegation was confirmed. The root cause was determined to be high count aberration.